Event description:
It was reported that the patient complained of a fullness / sensitivity between the inner canthus and radix of the eye at the location of the implant distal forks. The patient also complained of minor inflammation at this site causing some aesthetic impact. No other eye related issues were recorded by the physician. This was reported in full approximately 2 weeks after implantation. The physician suggested waiting 2 weeks to evaluate the minor aesthetic concerns and sensitivity that is typical of procedures such as this and resolves within 4-6 weeks. No signs of infection were reported and no antibiotics were given prophylactically. Two weeks later, the physician reported that the implant was surgically removed in the clinic at the patient's request based on her continued discomfort. Any aesthetic concerns had resolved completely. The implant was fully intact during the first attempted removal. The physician injected local anesthetic in the lateral wall and made a very small internal marginal incision at the caudal edge of the lower lateral cartilage and dissected a small pocket in the lateral wall with mosquito forceps in a conventional manner. He was unable to locate and retrieve the implant. The physician engaged a facial plastics trained colleague to assist in locating the implant. This physician performed an infra-orbital nerve block to provide prolonged comfort to the patient during the extended procedure and was able to fully remove the implant. The assisting physician commented during the procedure that he believed the implant was irritating a small nasal nerve and that's why the patient could not tolerate it through the acute healing period. The patient later contacted the company and described pain experienced as "extreme" rather than previously reported sensitivity. The discussion with the patient was subsequently summarized with the primary physician and no follow-up notes included complaints of "extreme" pain by the patient. However, the physician was not able to confirm that leaving the implant in place would result in total resolution of pain within a reasonable time period.